Event description:
The complainant reported that during a therapeutic procedure on a pt, the balloon was inserted into the pulmonary scope and utilized. Upon withdrawal, it was observed that the black piping on the catheter remained in the distal portion of the pt's right main bronchus. It was reported that the piping was successfully removed using biopsy forceps. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.